Manufacturer narrative:
(B)(4) date sent: 4/8/2021 d4: batch # u5dm5e investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: could you please clarify if the device cut? If yes, was the cut line complete? Could you please clarify if there were any patient consequences? Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a urology procedure, the psee45a stapler was fired twice with no issues. A third reload (white) was loaded. The device was positioned over a vascular pedicle, jaw was closed, and tried to open device to reposition, but stapler wouldn't open. The surgeon didn't try the black reverse button or battery. At this stage he placed "hemo locks" on both sides of pedicle and then went to manual over ride, which opened the stapler. The stapler had not fired any staples. Surgery was delayed by ten minutes, however procedure was successfully completed. Patient consequence was not reported.